Event description:
The customer complained of questionable inr results for 233 patients from coaguchek xs pro meters with serial numbers (B)(4) and (B)(4) compared to the laboratory with dade innovin reagent. The laboratory analyzer was sysmex ca-1500. Of the data provided, there were discrepant inr results for 24 patients. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 272165) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer initially provided the incorrect lot number. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304973) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.